Event description:
In 2003, the vad coordinator contacted the MFR reporting that a pt's system controller was alarming red heart intermittently. During the red heart alarm the pt had reported feeling the pump slow down and possibly stop. The vad coordinator changed out the system controller with a back up system controller and no further alarms or problems were noted. The pt remains on lvad support while awaiting a heart transplant.